Manufacturer narrative:
Updated blocks: h3 and h6. During laboratory analysis, the product surveillance technician (pst) observed the central control monitor (ccm) to operate as intended throughout the evaluation, displaying no error messages. Per data log analysis, the issue was reported to have occurred on (B)(6) 2019, but the local area network/interface board (lan/if) log does not show any issues on that date. There was an indication of an issue on 29-mar-2019. The lan I/f reported a data communication error 2, 2, and then 4. The 2 is a half full warning and the 4 is an overflow error. This indicates it is likely the ccm stopped communicating with the lan/if. Data continued to come into the lan I/f but since it could not forward the data to the ccm, overflows occurred.

Manufacturer narrative:
Updated block: h6. The reported complaint was confirmed. The service repair technician was unable to test the central control monitor (ccm) as any replacement parts are obsolete. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) displayed a black screen with the message "system computer needs service". As a result, an alternative device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.